Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed electrical test failure code #53 at start up. There was no patient was involvement and no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed electrical test failure code #53 at start up. There was no patient was involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: b3.

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h3, h6, h10, h11. Corrected fields: d5, g3, h4. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. The iabp unit had electrical test fails code 53. Transducers had been calibrated in the past but code continued intermittently. New transducers were purchased by the customer and were replaced and calibrated by the fse. The batteries were also replaced. The fse then performed a complete system checkout and calibration verification. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed electrical test failure code #53 at start up. There was no patient was involvement and no adverse event reported.